Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the leak was present close to the p cap connection. The insulin leaked into the insulin pump. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump . Conclusion: reservoir do not leak.